Manufacturer narrative:
Na

Event description:
In the abundance of caution, this issue is being reported to the regulatory agency. A product issue has been reported with our medical linear accelerator's lead counterweights. The lead counter weights (approximately 55 pounds) that were attached to the gantry structure opposite from the collimator (beam limiting device) had come loose from its mounting screws. Investigation by a service engineer found that the mounting screws had sheared off. No injury has been reported as the surrounding gantry cover retained the loose lead counter weights. However, if malfunction were to recur during service intervention with gantry covers removed, potential for serious injury may occur. Root cause has not been identified and investigation is currently on going.